Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, an implantable cardioverter defibrillator (ICD) would not defibrillate at thirty-five joules. Defibrillation was attempted three times. The physician rescheduled the patient for a subcutaneous implant instead. The device was never used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.